Manufacturer narrative:
(B)(4).

Event description:
A loss of therapeutic effect following a hard fall was reported. The patient had fell and landed on his implanted device. Pain was reported at the device pocket site. After a reprogramming session, when the device was set to a low stimulation setting, he received some therapeutic effect in his legs, but not in his back. When stimulation was increased however, then the stimulation/over-stimulation made the pain worse. It was indicated that stimulation was felt in the wrong location, i.e. Wrong side and from the waist down vs. The patient's back. Stimulation was noted as being kept on everyday. An occasional burning sensation was also present at the top of the device pocket when patient was walking. The status / outcome of the patient was not reported. Additional information has been requested, but was not available as of the date of this report.